Manufacturer narrative:
The implant was returned to manufacturer for evaluation, no fracture was found on item. Manufacturer's trend analysis show that implant fracture and failure are low-rate adverse events, which are common for endosseus dental implants in clinical use. There are several factors that could not be verified that directly affect implant success, including oral hygiene, bruxism or large occlusal forces, superstructure design, implant localization, and bone resorption around the implant.

Event description:
The clinician reports pain on implant location and fracture of dental implant. No further patient complications were reported.